Event description:
Philips received a complaint on the heartstart xl+ device indicating that the self-test failed. There was no patient involvement.

Manufacturer narrative:
The product malfunction was unable to be confirmed because the customer refused service. A review of the service history for this device shows that the problem has not been reported again for this device.